Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in office for a device check. Upon interrogation, the right atrial lead fell into the ventricle. A chest x-ray was performed to confirm lead dislodgement. The lead was explanted and replaced. The patient was discharged after the procedure.